Manufacturer narrative:
The products are not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a days after the implant of this subcutaneous implantable cardioverter defibrillator (s-ICD) system, the patient developed an infection at the xiphoid incision. The infection was treated several times, but it was not able to be cleared. In addition, the infection traveled to the device pocket. The s-ICD system was explanted. The patient has been hospitalized and will continue to be monitored. Once the infection is resolved, the patient will be implanted with a transvenous system. No additional adverse patient effects were reported.